Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Event description:
The customer reported while using the avea ventilator, it alarmed circuit occlusion, circuit disconnect and safety valve. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The root cause of the reported issue was caused by a failed expiratory transducer on the transducer communication alarm (tca). The root cause investigation results are consistent with the previously reported initial MDR, in which the issue is associated with a known field corrective action, z-1609-2015.